Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy, and a replacement pump was arranged.